Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time (CT) of 21.8 seconds after two manual capacitor reformations were performed. A boston scientific technical services (ts) consultant discussed the extended mid-life charge time limit. Device memory data was provided to a boston scientific engineer for analysis.